Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. Per the complaint information, during troubleshooting for an alarm, the nurse found the cassette on the floor. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted global technical services (gts) regarding entering a patient's room and finding a cassette on the floor, with the patient connected (patient line closed). The nurse requested assistance getting the therapy readings. Gts had the nurse cycle power and then retrieve the therapy readings. No injury or medical intervention was reported.